Manufacturer narrative:
The field service engineer (fse) found the liquid level detection (lld) voltage to be low and replaced the sample/reagent probe which made no difference. The fse then found corrosion on the lld circuit board and replaced it. The lld voltage was then well within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t hs stat results for two patient samples with the cobas e411 immunoassay analyzer. The reporter stated having qc and calibrations failures after initial testing which alerted them to an issue with the analyzer. The customer then sent the samples that were tested between the last good qc and the failed qc to another laboratory for repeat testing. Patient 1: the initial result was 120.8 pg/ml. The repeated result was 95.7 pg/ml. Patient 2: the initial result was 108.2 pg/ml. The repeated result was 88.1 pg/ml. The questionable results were reported outside of the laboratory. The reagent lot number was 512050.